Event description:
The customer contact reported that during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, as indicated, the device has been identified a part of a product recall. Section e2: no info was provided; therefore, the box was left blank. This report represents all the information known by the reporter upon query by hospira personnel.